Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, cracked case near the lcd window corner, scratched reservoir tube window, and cracked reservoir tube lip.

Event description:
Customer reported experiencing unexplained high blood glucose levels while on the insulin pump. Customer reported that two days before the call, she had a blood glucose level of 55 mg/dl in the morning, 389 mg/dl later in the day, and 600 mg/dl that night. Blood glucose level was 217 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.